Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the monitor on the main cart would flicker to a black screen and come back on for a few minutes. The monitor still had power, but no video. This only occurred when the surgeon was actively navigating. They confirmed that all cables were plugged in, when the hdmi cable was loose, the screen would flicker. They plugged the hdmi cable into the camera cart to see if the issue was with the cord, the camera cart monitor flickered as well. There was no delay and no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735823, lot number: unknown product ID: 9736408, lot number: unknown h3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the 9735823 cable and 9736408 hdmi video adapter case parts were returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. There was no failure found. The returned cable was found to be fully functional and there were no issues detected with the returned hdmi video adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.